Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Device is an instrument and is not implanted or explanted. (B)(6). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4)- manufacturing date(s): march 15, 2013 ((B)(4) pieces) / april 22, 2013 ((B)(4) pieces). A non-conformance report was generated as, during the laser etching process, (B)(4) pieces were labeled 180 degrees in the wrong direction. Also, the wrong font sizes were selected. Since the fault was not clinically relevant, the parts were released with a special release. The nonconformance would not contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was originally reported that the tip of an interlock screwdriver was damaged during the cleaning process. Upon receipt of the device on (B)(6) 2016, it was discovered that the tip had actually broken off. As a result, the reportability was reassessed. Further information received on (B)(4) 2016, indicated that the breakage actually occurred during a surgical procedure. An alternate device was available for use. The procedure was completed with minimal delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the visual inspection has shown that the two tips at the forefront of the stationary part of the screwdriver are bent downward. Also the forefront of the movable tip has deformations, on the outer side at the stardrive part but as well at the inner side. No breakage was detected during the investigation. In general is the screwdriver in an often used condition, which is indicated by the wear marks at the stardrive. The relevant dimension cannot be verified anymore due to the damage. The manufacturing documents were reviewed and no complaint related issues were found. As the user technique and the conditions at the time of the damage are unknown, the root cause cannot be definitively determined. However, it is most probable that the method of use resulted in the complaint condition. Because the received condition is consistent with the result of excessive force with the screwdriver not fully seated in the screw recess. That the two tips are bent downward while the bottom side of movable slider is flattened is an indication that the movable slider was pushed over the tips by high force while the screwdriver was not fully inserted. No product related fault was detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported when the device was evaluated by the manufacture, it was noted that the screwdriver was deformed and not broken off.